Manufacturer narrative:
Investigation found that pump had experienced error code 36 in pump's history. New pump software was installed. Reference recall number z-1867-2011.

Event description:
Information received states that pump had experienced error code 36.